Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-04237 & 1627487-2019-04234. It was reported the patient had been receiving ineffective stimulation due to lead migration. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.